Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted d2 diode on the bedside pca, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the diode and microcontroller was caused by the contamination. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that battery charger/modem was unable to charge a battery pack.